Event description:
On january 21, 1998 oec medical system, inc., received a report of an uncommanded table moition to oec model uroview 2500. During a procedure the system table tilted without operator command. System operator engaged emergency off switches to stop table motion. Operator rebooted system and the procedure was finished without further incidents. Field service engineer was able to diagnose the malfunction to the table control footswitch. Fse adjusted footswitch, tested/inspected and returned system to current specifications. Hosp reported no adverse event, death, or serious injury.